Event description:
A healthcare professional reported that during the vitreo-retinal procedure, the liquid module of the system switched off and all surgery modes became unavailable. A company representative reported that bss (balanced salt solution) started to leak through the back membrane of the cassette to the cassette loader during surgery and a system message displayed. The issue was resolved by drying the loader and exchanging the cassette. Surgery was then continued as planned. There was no harm or significant delay. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received at the manufacturing site for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).